Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that dust was cleaned from the computer of the navigation system which restored functionality and the reported issue could not be replicated following the cleaning. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system shutdown suddenly. This was noted after a procedure was completed. A manufacturer representative went to the site and determined that the computer power supply fans where not working and the computer had shut down due to high temperature. This issue was noted outside of a procedure, and there was no patient involvement.